Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components and voltage testing of the coin cell battery. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab was not able to duplicate the reported issue therefore no root cause can be determined.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect uim and the component evaluation is anticipated, but not yet begun.

Event description:
The customer reported an inoperative user interface module (uim) battery on this avea ventilator. The customer stated no patient involvement with this event.